Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed that the catheter was fractured and revealed stretching near the fractured location. If the 3maxc is used with a parent catheter that is dimensionally incompatible, resistance may be experienced during use and damage stretching may occur. Subsequently, if the device continues to be used, the device may fracture. Further evaluation revealed ovalization in multiple locations on the catheter shaft. This damage was incidental to the reported complaint and likely occurred during handling of the device. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system red 62 reperfusion catheter (red62), a penumbra system red 68 reperfusion catheter (red68) and a guide sheath. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician attempted to advance the 3maxc through the red62; however, the 3maxc would not advance. Therefore, the 3maxc and the red62 were removed. The physician then attempted to advance the 3maxc through another red62; however, the same issue occurred. Therefore, the 3maxc and the red62 were removed. The physician then advanced the 3maxc through the red68 and completed two passes. Upon removal, while flushing the red68 on the back table, a part of the 3maxc was flushed out of the red68 and the physician noticed that the 3maxc was broken. Therefore, the 3maxc was not used for the remainder of the procedure. The procedure was completed using the same red68, a velocity delivery microcatheter and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.